Event description:
Serious adverse effects from use of the electric shock machine. Rptr has worked for five years with pts receiving electroshock (e.c.t.). Rptr has observed persistent, permanent memory impairment in many of these pts. Sometimes this memory impairment has caused hospitalization to be extended or it has caused disability. The pts were not given accurate info about potential side effects/risks and the dr's determination of the amount of electricity and how to give it was arbitrary. Rptr feels this machine and its adverse effects needs much more FDA monitoring.